Manufacturer narrative:
A supplemental MDR is being submitted due to device evaluation findings. Sections g6, h2, h3, h6 (component code, type of investigation, investigation findings, investigation conclusions), and conclusions in this section have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 14f esheath+ was returned for evaluation with the introducer fully inserted and locked. A visual inspection was performed and found the distal tip was torn radially. The liner fully expanded as designed. The sheath material was stretched along the tear. All score lines were present. Due to the nature of the complaint, no functional testing was performed. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The complaint for distal tip tear of the sheath was confirmed based on the evaluation of the returned device. Available information suggests improper tip expansion resulting in interference between the valve and sheath tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in japan, during the transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve, unusual resistance was felt when the valve was about to pass through the tip of the 14fr esheath+, and it required force for the valve to pass through. The valve was able to be implanted. Upon sheath removal, it was confirmed that the distal tip of the sheath was torn, and barely attached. The device is returning for evaluation.